Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number:: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. The elecsys hbsag confirmatory test confirmed the sample was non-reactive, aligning with the negative result obtained using a competitor method. Calibration and quality control data were reviewed and found to be within the specified ranges. Additionally, repeatability testing of the sample needle with control materials yielded acceptable results. The root cause was attributed to a false reactive result, which is consistent with the assay's claimed clinical specificity of 99.98% for repeatedly reactive samples. The customer was advised to follow the confirmation testing recommendations outlined in the method sheet.

Event description:
The initial reporter alleged a false positive result for the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2022, the customer laboratory reported an hbsag result of 6.09 coi (positive) for the patient sample. A negative result was obtained using a competitor method (abbott alinity).